Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there were erroneous results. The following information was provided by the initial reporter. The customer stated: were there erroneous results on patient samples? Yes . 1. Were any wrong results reported to the doctors? No. A. If yes, were any patients treated based on erroneous results? No. B. If yes, did the wrong treatment harm the patient? No. Detailed erroenous results: na 202 repeat 135 we have seen a large increase in the incidence of sodium flyers on the vitros in our regional labs using pst tubes. Quidel-ortho have investigated and suggest the issue could be related to the vacutainers ¿ either the centrifugation speeds or the gel integrity.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E.1. Initial reporter addr 1 : medical centre e block collection centre, hospital ave h3 other text : see h.10.